Manufacturer narrative:
\Upon revision of the supplemental report previously submitted it was noticed that the date of event and the date of this report were inverted. Date of event changed to (B)(6) 2015 and date of this report changed to (B)(4) 2015.

Manufacturer narrative:
The event date on the initial report was incorrect. The correct event date is (B)(6) 2015. The corrected event date was identified on the data the customer provided. In reviewing the customer data it was also discovered the customer had a reoccurrence of the original event on (B)(6) 2015. The reoccurrence was identical to the original complaint of a single chemistry strip pad found inside the strip provider module (spm).

Manufacturer narrative:
Field service engineer was not sent to the customer lab. The customer was offered new lot of chemistry strips and refused the replacement strips. The customer is operational. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer reported seeing a loose urine chemistry strip pads in the strip provider module (spm). The customer was using velocity urine chemistry strips, p/n: 800-7212 lot#: 7212061a, expiration: 5/21/2016. There were no erroneous patient results generated or reported out of the lab.